Event description:
On 05/07/2025, it was reported by a distributor via (B)(4) that an ar-12990 knee scorpions needle came out through the tip, and the clamp broke at the end. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-12990, with batch number 10249045, revealed a broken moving jaw. Therefore, arthrex was able to deduce the cause of the complaint as misuse due to excessive user-applied mechanical forces.